Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The child came for follow-up to the hospital on (B)(6) 2023, where during in-situ testing affected channels were noted. Parents reported that their child had a fall 2 months prior (B)(6). Further proceedings are unknown.

Event description:
The child came for follow-up to the hospital on (B)(6) 2023, where during in-situ testing affected channels were noted. Parents reported that their child had a fall 2 months prior (august). Further proceedings are currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.